Manufacturer narrative:
G4: 09may2020. B4: 11may2020. Attempts were made to contact the customer to obtain additional information regarding the device's evaluation, repair and patient involvement. The customer did not respond to these attempts. A supplemental report will be submitted if new information is obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 01may2020. B4: 04may2020. The customer has replaced the da (data acquisition) board and solenoids 3 and 4. The service technician remotely discussed with the customer that the solenoids are labeled from 1-4 with 1 being at the rear of the unit the customer was uncertain if they replaced 1-2 or 3-4. The service technician advised the customer to swap solenoid 1-2 with 3-4. If the proximal pressure failure remains then the issue is not with the solenoids. If the symptom changes then the problem would have been with the solenoids that were moved to the 1-2 locations. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 26feb2020.

Event description:
The customer reported unit has an error code consistent with proximal pressure is not measured. The customer contacted the manufacturer's remote service technician who advised the customer that solenoid 3 and/or 4 may be faulty and provided part ids. Tech support also noted that the dapcba (data acquisition printed circuit board assembly) may be faulty if the solenoid does not solve the issue. There was patient involvement at the time of the reported issue, but there was no patient or user harm reported.